Manufacturer narrative:
The unknown reported item was not returned. Therefore, visual evaluation could not be performed. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images. Based on the investigation no root cause could be determined due to lack of event information. Therefore, based on the available information, device malfunction and event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : device was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Customer sent an email stated they needed a complaint number to return a removed implant. No further information was provided. We have no event background. Made attempts to obtain this information on 08/07/2023, 08/15/2023 08/16/2023. And called on 08/24/2023. As of now we have no further information.